Event description:
Philips received a complaint by the customer on the v60 indicating that the device went inop on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device (software version 2.30) went inop on a patient. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp discovered that the alternating current (ac) cable was damaged, and after pulling the event log, the asp found that a 1009 error code occurred. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device went inop on a patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device (software version 2.30) went inop on a patient. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp pulled the event log and found that a 1009 error code occurred. Per good faith effort (gfe) response received on may 29, 2025, the respiratory therapist informed that the patient was on bipap when the device went inop. Therapy was interrupted when the device was swapped out for another ventilator. Additional information was received from the respiratory therapist via phone call on june 4, 2025, which indicated that there was a serious injury as evidence by the patient desaturating. The device went inop on a patient on (B)(6) 2025. The admitting diagnosis of the patient was acute hypoxia and fluid overload. There was patient desaturation, and when the nurse checked on the patient, the nurse noticed that the screen was off with the 1009 error on the screen. The respiratory therapist could not provide the levels of the patient desaturation but stated that the patient was dependent on the bipap. Therapy was interrupted when the device was swapped out for another ventilator, but the patient recovered as soon as the device was replaced. The respiratory therapist also mentioned that the nurse checked on the patient about one hour before the event occurred, and nothing was out of the ordinary. Additional case information was obtained from the respiratory therapist via phone call on june 6, 2025. The respiratory therapist informed that the bipap circuit, fisher & pykel masks, and generic bacterial filter were used; however, the device prescription settings and alarm thresholds are unknown as the patient has been discharged; the respiratory therapist did not have access to electronic medical record. The central monitoring system alarmed, which notified the nurse of the patient desaturation. There were no issues with the circuits, tubing, interfaces, or connections at the time the nurse responded to the desaturation. Per phone conversation with the asp on june 06, 2025, the asp successfully performed performance verification testing (pvt) on the device and ran the device for one hour. The asp was unable to confirm the 1009 error as the issue was not duplicated. No malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Damaged cable originally mentioned in this case will be captured in emdr MFR ref # 2518422-2025-046619.

Manufacturer narrative:
Correction to prior submission- this is not assessed a serious injury: philips received a complaint by the customer on the v60 indicating that the device (software version 2.30) unexpectedly powered down while it was used on a patient. The event occurred during active therapy. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp reviewed the event log and found that a 1009 "pressure regulation high" error occurred. Per the good faith effort (gfe) response received on may 29, 2025, the respiratory therapist informed that the patient underwent bipap therapy at the time the device shut down. Therapy was interrupted when the patient was transferred to an alternate ventilator. Additional information was received from the respiratory therapist via phone call on june 4, 2025. The device went inoperative (inop) on a patient on (B)(6) 2025, during which the patient experienced desaturation. The admitting diagnosis of the patient was acute hypoxia and fluid overload. The nurse checked on the patient and noticed that the screen was off with the 1009 error on the screen. The respiratory therapist could not provide the levels of the patient desaturation but stated that the patient was dependent on bipap therapy, which was interrupted when the device was swapped out for another ventilator. The patient recovered as soon as the ventilator was replaced. The respiratory therapist also mentioned that the nurse checked on the patient about one hour before the event occurred and reported no abnormalities at that time. Per the initial clinical assessment that was performed on (B)(6) 2025, according to the v60 service manual, a 1009 error is a high priority ventilator (vent) inop alarm indicating pressure regulation high. It is a therapy driven alarm state, intentionally designed to place the ventilator into a protective inop state to prevent patient harm due to excessive pressure, such as barotrauma. Based on the information currently provided and available, the patient experienced an unspecified desaturation during clinical and therapeutic use of the v60 ventilator, which was resolved upon device replacement. The patient's desaturation is assessed as not a serious injury. The 1009 error is a built-in safety feature and does not indicate a device malfunction. Therefore, the device did not cause or contribute to a serious injury or death. Additional case information was obtained from the respiratory therapist via phone call on june 6, 2025. The respiratory therapist noted that the central monitoring system alarmed, which notified the nurse of the patient desaturation. The respiratory therapist also stated that the bipap circuit included a fisher & pykel mask and generic bacterial filter. According to the v60 user manual, the ventilator is intended to be used only with various combinations of philips-recommended patient circuits, interfaces (masks), humidifiers, and other accessories. Additionally, the respiratory therapist informed that the device prescription settings and alarm thresholds are unknown as the patient has been discharged; the respiratory therapist did not have access to epic- electronic medical record. There were no issues with the circuits, tubing, interfaces, or connections at the time the nurse responded to the desaturation. Per the follow-up clinical assessment that was performed on (B)(6) 2025, the additional information does not change the initial clinical assessment that was done on (B)(6) 2025. After a further review of the clinical assessment that has been performed, the patient's desaturation has been assessed as not a serious injury. Per phone conversation with the asp on june 06, 2025, the asp successfully performed performance verification testing (pvt) on the device and ran the device for one hour. The asp was unable to confirm the 1009 error as the issue was not duplicated. No malfunction was found. This is expected since it is a therapy driven error and not a device malfunction. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Damaged cable originally mentioned in this case will be captured in emdr MFR ref # 2518422-2025-046619.